Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The fenestrated bipolar forceps instrument failed the electrical continuity test during testing. The instrument was disassembled, and the conductor wire was found broken at the proximal end in the main tube. No other damage was noted on the proximal backend or the distal wrist. No thermal damage was identified. This conductor wire damage is attributed to an issue with the assembly process/manufacturing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n11200817 / sequence 0099 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2021 on system (B)(4). The alleged event occurred on the 7th use of the instrument. The instrument has 3 remaining usable lives with no subsequent use recorded. No procedure video or image was submitted to isi for review. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This event is reportable based on the following conclusion: evaluation by failure analysis confirmed that the conductor wire was found broken at the proximal end in the main tube with no evidence of user mishandling or misuse. Damage to the conductor wire at this location could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed no energy output on the fenestrated bipolar forceps instrument. The complaint alleges that there was no energy delivered, thus, there is no risk of any adverse event related to an unintended energy discharge to the patient. No known impact or patient consequence was reported. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.